Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author believe that any post operative complications mentioned in the article are related to an alleged deficiency of an ethicon device? How were the infections treated if the patient wasn¿t treated in the hospital?

Event description:
It was reported via a journal article: title: subcuticular suture compared with staples for skin closure after cesarean delivery a randomized controlled trial. Authors: anna j. M. Aabakke, md, lone krebs, md, dmsc, christian b. Pipper, msc, phd, and niels j. Secher, md. Citation: obstet gynecol 2013;122:878¿884. Doi: 10.1097/aog.0b013e3182a5f0c3. The objective of the study was to compare subcuticular sutures with staples for skin closure after cesarean delivery in a randomized trial in which each woman was her own control. This was a single-center, prospective, randomized, single-blinded study. Participants were recruited from march 2010 to july 2011. Fifty-nine patients [primary cesarean, n=30: mean age 31.1+/-5.1 years; mean bmi 25.4+/-3.6 kg/m2; repeat cesarean, n=31: mean age 32.9+/-5.0 years; mean bmi 25.3+/-3.5 kg/m2] were randomized with one side of the skin incision closed with staples and the other side closed with subcuticular suture. The subcutaneous fat layer was sutured with single 3-0 vicryl plus sutures if it was more than 2.5cm thick. Half of the skin incision was closed with subcuticular sutures (vicryl rapide) and the other half closed with staples (proximate plus md) after randomization. Outcomes include: pain at 1 day (staples, n=13; suture, n=9), pain at 7 days (staples, n=10; suture, n=17), pain at 3 months (staples, n=2; sutures, n=7), pain at 6 months (staples, n=1; sutures, n=5); infection (staples, n=1; sutures, n=4); separation (n=4: one on the stapled side, 3 described as being in the middle of the scar; all treated with application of steri-strips). No cases of infection or separation required treatment in hospital.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was obtained: I don't believe that the complications mentioned had to do with the device. The infections were treated through the patient's general practitioner with peroral antibiotics.